Manufacturer narrative:
(B)(4).

Event description:
The patient had a return of symptoms which was occurring daily. There were no trauma/falls reported that could be related to this issue. Stimulation issue reported was not related to positional movement. Troubleshooting resolved reported issue. Ins (stimulator) was turned off. Ins was turned off and adjusted to patients desired settings and program. Symptoms reported was leakage. Symptoms was consider a sudden. Event date was in (B)(6) 2016. Stated as 2 weeks ago. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.